Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 400-550 mg/dl; customer's healthcare provider believes the pump was not operating correctly. Reportedly, the customer fainted and was taken to the ER and admitted to the hospital. Customer's bg level was treated with manual injections and an insulin drip. Customer was released from the hospital 1 day later. Reportedly, the customer had manual injections as alternate insulin therapy.